Event description:
It was reported that the analyzer of the programmer did not work during an implant procedure. The analyzer did not sense. The sensing for the leads was then done through the implanted device. The programmer will be returned for repair. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.